Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Lead diagnostic showed no impedances. Reprogramming was attempted by an abbott representative to no avail. No accidents or falls were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.